Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red particle materials in the shell. It is not possible to verify the lot number due to the position of the device in the photo. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, gel bleed and rupture.

Event description:
Healthcare professional reported capsular contracture baker grade unknown and "silicone leakage". On unspecified side. The device has been explanted. Healthcare professional reported rupture.